Event description:
Unit getting device error. Service require due to rfu won't change status after opcheck passed, remained red x due to main software corrupt, will need processor pca to be replaced.

Manufacturer narrative:
(B)(4). Unit getting device error. Service require due to rfu won't change status after opcheck passed, remained red x due to main software corrupt, will need processor pca to be replaced. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.